Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon could not advance into navigation when registering a patient. The site tried to register 3-4 times without success. The site never called into tech support so they decided to abort navigation an proceed with the surgery. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined through image analysis. Analysis states that 8 CT exams and found that default threshold model for all exams are not clear so after adjusting threshold model 6 exams contain good 3d model but nose part is removed from another CT-8 & CT-5 exams. If information is provided in the future, a supplemental report will be issued.